Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent of the device was detached from the delivery system and was received through a 0.070in bsc guide catheter. During analysis the stent was removed from the guide catheter and microscopic examination found that the stent struts were distorted and misaligned across its length. This damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The stent crimp force, the crimp temperature and the crimp duration for the device are all within the specified range. A review of these specified parameters against the batch records for the crimped unit highlighted no abnormalities. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified 2mm distal to the distal edge of the proximal markerband. A visual examination of the balloon confirmed that the balloon was tightly wrapped, evenly folded and had not been subjected to positive pressure. Stent crimp marking were clearly visible on the balloon material indicating that the balloon had been crimped in the correct location during manufacturing. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the catheter kinked inside the patient but the stent did not come off the balloon. The physician quickly removed the catheter from the artery to ensure the stent did not come off the balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left main (lm) artery. A guide wire was advanced and then a 24 x 2.75mm promus premier drug-eluting stent was selected to treat the lesion. During the first inflation at 4 to 6 atmospheres, the balloon ruptured. The physician pulled everything out, predilated and a different 24 x 2.75mm promus premier&#10244;rug-eluting stent was selected to complete the procedure with nice results. No patient complications were reported and the patient's status is fine.